Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity log did not show any evidence of the reported event. It is important to mention that the battery and multi-function cable used at the time of the reported event were not returned to zoll at this time. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display blanked out. The device was turned off/on and the display returned to normal operation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.